Event description:
It was reported that a customer experienced a connection issue between the minicap transfer set and the titanium adapter. The customer reported that the transfer set could not connect tightly with the titanium adapter and the connector would just spin without engaging. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation has been completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A microscopic visual inspection identified damage to the patient adapter. Clamp function testing, leak testing, torque testing, and clear passage testing were performed with no issues noted. An integrity of seal test performed with no issues noted. Upon conclusion of the investigation, device was determined to meet functional product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.